Event description:
A malfunction alarm occurred, identified by the code malf 12, with no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guided them through the reset process. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump, with an understanding to call back if issues reoccur. Caller followed up and reported malfunction recurred. Cts to replace pump.